Event description:
It was reported that a flogard infusion pump had experienced a constant air in line alarm. It was not specified when in the process this occurred. However, there was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. Functional testing found evidence of an air in line alarm. The cause was determined to be the air in line sensor was out of calibration. In order to correct the reported condition the sensor was replaced and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.